Manufacturer narrative:
As no return of product is expected, this report concluded case investigation.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. No resulting adverse effects were reported and the device is not available for returned product analysis.